Event description:
The clinician inadvertantly covered the hypogastric artery with the excluder bifurcated endoprosthesis. The clinicial believes the incident was caused by patient anatomy and a neck angle greater than what the instructions for use recommend. Patient selection is clearly addressed the instructions for use. The clinician does not plan any additional intervention for the patient at this time. The patient status is good.